Event description:
It was reported that the patient had a suspected infection. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the infection was at the implantable pulse generator (ipg) pocket site. The physician confirmed that the infection was not device related, however, the cause was unknown. The physician was also unable to determine if it was related to the recent procedure. The patient was administered with antibiotics and was doing well upon follow-up.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7163013. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7162613. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 35867243. UDI: (B)(4).

Event description:
It was reported that the patient had a suspected infection. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.